Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported cartridges were faulty resulting in a high blood glucose level (bg). Customer's blood glucose level was 400 mg/dl. The customer changed the cartridge and was able to successfully resume insulin delivery.